Event description:
Customer reported a charger error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the system interface board and the battery charger. System operates as intended.